Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and hydrosalpinx ("hydrosalpinx") in a 34-year-old female patient who had essure (batch no: l2843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency. Concomitant products included progesterone (progestin) from on (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/it hurt was painful most all of the times having intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). In october 2009, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced decreased appetite ("appetite lost"). In 2010, the patient experienced the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue always feeling tired and hurting most of the time"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/I always having heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/periods were so bad,couldn't get out of bed"), 1 year 4 months after insertion of essure. In september 2010, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). In 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("back pain/my back always after trying"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and adnexa uteri pain ("my tubes hurt") and underwent endodontic procedure ("4 root canals"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, hydrosalpinx, hypersensitivity, endodontic procedure, fatigue, female sexual dysfunction, dysmenorrhoea, perineal pain, abdominal pain, adnexa uteri pain and decreased appetite outcome was unknown and the pelvic pain, dyspareunia, weight decreased, vaginal haemorrhage, menorrhagia, back pain and the last episode of vaginal discharge had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, decreased appetite, dysmenorrhoea, dyspareunia, endodontic procedure, fatigue, female sexual dysfunction, hydrosalpinx, hypersensitivity, menorrhagia, pelvic infection, pelvic pain, perineal pain, vaginal haemorrhage, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: consumer reported that she had essure for 12 years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: reporters added and patient demographic added. Medical history and concomitant disease and laboratory data were added. Added suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (other) describe: pelvic, my tubes hurt,vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, appetite lost,vaginal discharge, back pain, perineal pain. Updated events outcome and onset dates. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection") and hydrosalpinx ("hydrosalpinx") in a 34-year-old female patient who had essure (batch no. L2843 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, gravida ii, parity 2, anxiety, depression and loss of teeth. Concurrent conditions included dysfunctional uterine bleeding, irregular periods, adenomyosis, hydrosalpinx and allergic reaction to antibiotics. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bid), medroxyprogesterone acetate (depo provera) and progesterone (progestin) from (B)(6)2010 to (B)(6)2010. On (B)(6)2009, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/it hurt was painful most all of the times having intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). In october (B)(6), the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced decreased appetite ("appetite lost"). In (B)(6), the patient experienced the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue always feeling tired and hurting most of the time"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/I always having heavy abnormal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/periods were so bad,couldn't get out of bed"), 1 year 4 months after insertion of essure. In (B)(6)2010, the patient experienced the second episode of vaginal discharge ("vaginal discharge"). In (B)(6), the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), back pain ("back pain/my back always after trying"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and adnexa uteri pain ("my tubes hurt") and underwent endodontic procedure ("4 root canals"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic infection, hydrosalpinx, hypersensitivity, endodontic procedure, fatigue, female sexual dysfunction, dysmenorrhoea, perineal pain, abdominal pain, adnexa uteri pain and decreased appetite outcome was unknown and the pelvic pain, dyspareunia, weight decreased, vaginal haemorrhage, menorrhagia, back pain and the last episode of vaginal discharge had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, decreased appetite, dysmenorrhoea, dyspareunia, endodontic procedure, fatigue, female sexual dysfunction, hydrosalpinx, hypersensitivity, menorrhagia, pelvic infection, pelvic pain, perineal pain, vaginal haemorrhage, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: consumer reported that she had essure for 12 years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Pathology test - on (B)(6)2016: fragments of endometrium with bleeding/shedding mixed with fragments of an endocervical polyp with focal immature squamous metaplasia. No evidence of malignancy.; on (B)(6)2016: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - mild chronic cervicitis with patchy squamous metaplasia. - atrophic/inactive endometrium, negative for endometrial hyperplasia. - no pathologic diagnosis of myometrium. - benign bilateral fallopian tubes. - each tube contains a metallic coil in the proximal end. - occasional paratubal cysts.. Lot number l2843 reported is invalid. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) on (B)(6)2018: medical record received. Historical & concomitant conditions drugs conditions, lab data updated. Processed with fu 04 incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reactions") and endodontic procedure ("4 root canals"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the hydrosalpinx, pelvic pain, hypersensitivity and endodontic procedure outcome was unknown. The reporter considered endodontic procedure, hydrosalpinx, hypersensitivity and pelvic pain to be related to essure. The reporter commented: consumer reported that she had essure for 12 years. Most recent follow-up information incorporated above includes: on 04-dec-2017: information received via social media post. The event 4 root canals was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the hydrosalpinx, pelvic pain and hypersensitivity outcome was unknown. The reporter considered hydrosalpinx, hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.